Event description:
It was reported that the shipping box of the non-preloaded intraocular lens(iol) was damaged. From additional information it was learnt that shipping box was intact. The sticker that seals the end is halfway torn and the box is pretty crushed and could have damaged the product on the inside and there was a potential breach. Could have damaged the product on the inside. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 11/13/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens daisywheel was inside a sealed inner and outer pouch. No issues could be observed on the sealing of the pouches. The original folding carton was observed to be damaged. No further evaluation was performed conclusion: no photos of the shipping box was provided; therefore, it cannot be determined if there was an issue with the shipping carrier or distribution center. If photographs of the shipping box are provided the complaint can be reopened and the pictures can be evaluated to determine the source of the issue. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.